Manufacturer narrative:
(B)(4). Unable to get product back or obtain more information. Based on new internal processes, this complaint is determined to be reportable. We acknowledge the lateness of this report.

Event description:
(B)(4). Reported on behalf of wife regarding no calibration fluid available. Requested calibration fluid from the manufacturer. Tested meter against two other blood glucose meters and obtained 100 points difference. He states that this could potentially be extremely dangerous and harmful to people. No further information received.